Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced pocket twitching. The right ventricular lead exhibited low impedance and was capped and replaced.